Event description:
It was reported that there was diaphragmatic pacing with the left ventricular (lv) lead that was not eliminated with different programming options. The physician was to reposition the lv lead but at the first incision the physician suspected an infection (discharge of a white liquid). The device and lv lead were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.